Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter aleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of voltage drop and pump reboots. The battery compartment was cracked. The returned battery cap was unable to secure onto the pump, but the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no additional moisture or damage was observed on the internal components of the pump. Unrelated to the initial complaint, there was moisture in the battery compartment and the underside of the battery cap. The leak test failed due to a battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.